Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings up to approximately 400 mg/dl while using the ilet bionic pancreas, following multiple unannounced meals and subsequent use of subcutaneous novolog insulin by injection outside the system; the user disconnected the pump for manual insulin and was instructed on proper pump power and reconnection, meal announcements, and avoiding meal announcements for correction. Symptoms included elevated blood glucose without reported ketoacidosis symptoms. Outcomes included temporary interruption of pump therapy, use of backup subcutaneous insulin, and education on ketone monitoring and meal announcement practices. Investigation included technical support review, alert history review, user coaching, and assessment of use patterns. Investigation of this case revealed user-related factors, specifically missed meal announcements and off-system insulin administration that led to algorithmic mismatch. It was concluded that the device functioned as designed and that the event resulted from use error, with additional training provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.